Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, intermittent loss of capture was noted on both the right ventricular and left ventricular leads. The patient then came into clinic on (B)(6) 2018 reporting shortness of breath and lethargy. An x-ray was performed on (B)(6) 2018 which noted left ventricular lead movement. Right ventricular lead movement was also suspected. Programming changes were made. The patient was stable.

Event description:
New information received noted the patient's right ventricular lead exhibited continued non capture. Fluoroscopy was performed which noted the lead was stable. Exit block was suspected. The left ventricular lead exhibited proper capture since the prior programming changes were performed. On (B)(4) 2018 the right ventricular lead was explanted and replaced. The left ventricular lead was capped and replaced due to patient anatomy. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.